Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms every 15 minutes to 1 hour. The customer stated the pump was not in extreme temperatures however got wet the day prior. The customer was able to clear each alarm and resume insulin therapy. In addition, the customer reported the battery depleted from 50% to 15% within a few hours. The customer's blood glucose level was not impacted. Reportedly, the customer began using manual injections for insulin therapy.